Manufacturer narrative:
The hill-rom technician found the mechanism assembly needed to be replaced. Per the hill-rom service manual the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Ensure the bed does not move when the brakes are activated. Adjust the brakes if necessary. Inspect and adjust the steering mechanism if necessary. Check the caster tires for cuts, wear, treat, etc. Replace if necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2016. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the mechanism assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake pedal would lock, but when bed was moved the pedal popped back up. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).